Event description:
It was reported that during insertion of the intraocular lens, the lens trailing haptic ripped off. The incision was enlarged to remove the lens and a new lens was implanted. The pt's prognosis is good. Ref MDR# 2031924-2013-00078 for the delivery device involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report wil be submitted upon completion of the investigation.